Manufacturer narrative:
(B)(4). The customer service engineer (cse) evaluated the device, and was unable to duplicate the reported malfunction. No parts were replaced. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator displayed a ¿vent inop¿ message, the breath delivery malfunctioned, and it became inoperative. There was no patient involvement.